Manufacturer narrative:
Eval summary: device a was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was damaged, no functional testing was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. Device b was received with the firing mechanism damaged and a partially fired cartridge loaded in the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device.

Event description:
It was reported that during a laparoscopy gastric bypass, the surgeon tried firing the device and encountered a misfire and the device would not cut. Two additional devices were tried and they stapled and partially cut tissue. A pop was heard during the firing cycle. The case was completed with the fourth device, with no pt consequences reported.